Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2004 and mesh and a non-gynecare were implanted. No clarifying information was provided. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, stress urinary incontinence, and pelvic relaxation on (B)(6) 2004 and mesh and a competitor¿s mesh were implanted. The patient underwent the concurrent procedures of abdominal sacral colpopexy, culdoplasty, and salpingo-oophorectomy during mesh implantation. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, vaginal discharge, headaches, urinary tract infections, urinary problems, recurrence, bleeding, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.